Event description:
A cartridge alarm was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts confirmed the pump had been replaced for a previously reported issue, and the caller was advised to use injections via mdi until the replacement pump arrived. No further action was required.